Manufacturer narrative:
Product analysis conclusion; the reported compression of the stent graft limb was confirmed on the films provided; however the cause of the event could not be determined from the limited films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible as noted that the patient¿s anatomy was a factor in the compression of the limb observed. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported on the date of the CT a month later , proximal compression of the right limb at the ipsilateral limb near the flow d ivider was identified. Intervention was performed 10 days later, a non mdt balloon expandable stent was implanted at the level of the flow divider and ballooned. As per the physician the cause of the event was anatomy and it was felt that caused the proximal pinch of the right limb near the flow divider. No additional clinical sequalae were provided and the patient is fine.